Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, pre-dilation was performed. The valve was implanted in good position with severe paravalvular leak (pvl) resultant. Post balloon aortic valvuloplasty (bav) was performed and only slightly reduced the pvl. Subsequently, a second valve was implanted at the same depth and reduced the pvl. It was reported the valve was calcified with calcium that extended into the left ventricular outflow tract (lvot). No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.